Event description:
It was reported to philips the patient first received a shock and went back in fibrillation and needed to be shocked again. The doctor charged for shock and the light came on, but the device did not shock when the button was pressed. The doctor pressed again but the device did not shock. When the staff then approached the patient bed, the shock came. In the immediate vicinity of the shock, no one had pressed the defibrillator button. The delay was about 5 seconds. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips clinician review the patient event file and determined that there was no long lag time or delay in shock delivery (from the time the device was charged until delivery of each of the two synchronized shocks) during the case file provided: - at 1:58 et (elapsed time), the energy was selected to 150j. At 2:01, sync mode was on. At 2:06, the device was charging. At 2:11, shock 1 was delivered. Shock 1 was delivered five seconds after charging. - at 3:04, sync mode was on and energy was selected to 150j. At 3:10, the device was charging. At 3:20, shock 2 was delivered. Shock 2 was delivered 10 seconds after charging. Although the users might have thought the device was shocking when there was no button press, the device was shocking per its protocol based on the recent button press. The device will not issue a shock until it recognizes the next r-wave following the shock button being pressed. The heartstart xl+ instructions for use (publication 453564090581 ¿ page 85) advises ¿it is important to continue to hold the shock button (or the paddle buttons) until the shock is delivered. The defibrillator shocks with the next detected r-wave.¿ the heartstart xl+ device was evaluated by a philips authorized service provider and passed all testing. The device remains with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the patient first received a shock and went back in fibrillation and needed to be shocked again. The doctor charged for shock and the light came on, but the device did not shock when the button was pressed. The doctor pressed again but the device did not shock. When the staff then approached the patient bed, the shock came. In the immediate vicinity of the shock, no one had pressed the defibrillator button. The delay was about 5 seconds. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.